Event description:
It was reported that: "the connector is cracked". Additional information received stated "the packaging of another endotracheal tube has been open and the connector has been replaced". No injury or harm to patient reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were crack marks found on the 22m swivel connector. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. Due to an increasing trend in complaints for this issue a non-conformance was opened to further investigate.

Event description:
It was reported that: "the connector is cracked". Additional information received stated "the packaging of another endotracheal tube has been open and the connector has been replaced". No injury or harm to patient reported. Patient condition reported as "fine".